Event description:
It was reported that the lead had a potential performance issue; the lead moved. During the repositioning procedure, the helix would not extend. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and blood in/on the helix mechanism. The outer insulation had a breached cut and there was apparent explant damage.